Manufacturer narrative:
The surgeon attributed the loss of fracture reduction to the non-union of the fracture. The surgeon considered the failure not to be attributable to the implant. The adverse event occured due to a persistent non-union after open reduction and internal fixation, in conjunction with non- immobilization of the shoulder and malcompliance of the patient. As no bony consolidation occured the construct failed after a period of >6weeks.

Event description:
Surgery date: (B)(6) 2024. On (B)(6) 2024 surgery on a proximal humerus fracture was performed on a 44y old, male overweight (331lb/150kg) patient. The patient was polytraumatized with additional lower extremity fractures. The surgery was uneventful and fracture reduction could be achieved. For postoperative recovery the patient had to be placed in a wheel chair due to his lower extremity injuries, suggesting that full immobilization of the humerus may not have been achieved. Furthermore, according to the treating surgeon, patient non-compliance is highly likely. The patient was followed up 2 weeks after surgery and the radiological assessment showed uneventful progress. 7 weeks postoperatively the patient was followed up again. The radiological assessment revealed only minimal bony consolidation (non-union) and pull-out of the two most distal va-locking screws was visible. Bonebridge became aware of this event on july 10, 2024. A CT scan was performed to further investigate the progress of bone healing; minimal bone healing was confirmed but initially no revision surgery was planned and the patient immobilized. Further radiological evaluation after another two weeks showed persistent non-union and a revision surgery was performed on (B)(6) 2024.